Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeve of a 6f¿12f mynx control venous vascular closure device (vcd) split, exposing the polyethylene glycolate (peg) as the device was entering the sheath. A new mynx device was opened, and closure was completed as planned. There was no reported patient injury. The device will be returned for evaluation.